Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functional testing) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was contamination in the monitor's electrode belt connector. The root cause for the contamination is the ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functionality testing.